Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hematoma, pseudoaneurysm, occlusion and hemorrhage are listed in the electronic proglide instructions for use (IFU) as a potential adverse event associated with the use of the device. Reportedly, proglide device devices were also used "off label" or the sheath size being too large: the perclose proglide instructions IFU states: for access sites in the common femoral vein using 5f to 21f sheaths. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. Based on the case information, a conclusive cause for the reported patient effects of hematoma, pseudoaneurysm, occlusion and hemorrhage, and the relationship to the product, if any, cannot be determined. In this case, it is unknown if the reported IFU deviation contributed to the reported patient effect. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated d4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494 - patient selection. Attachment: article titled: ¿percutaneous thoracic endovascular aortic repair is not contradicted in obese patients."

Event description:
This study was to describe experience with percutaneous thoracic endovascular aortic repair (p-tevar) and to compare outcomes in patients with or without obesity using the pre-close technique with perclose proglide devices. Complications in which proglide devices were used included hematomas, pseudoaneurysm and occlusions requiring surgical intervention (iliofemoral bypass, endartectomy, patch angioplasty, and surgical repair) and re-hospitalization. There were unspecified device failures in some cases, and some devices were also used "off label" in patients with significant arterial calcification, obesity, or need for larger sheath diameters. There were post procedure subsequent operations within 30 days of the p-tevar for access vessel complications related to the site of the preclose study vessel (iliofemoral occlusion with subsequent repair and femoral pseudoaneurysm repair (mycotic or nonmycotic). There were failures to achieve hemostasis requiring additional devices or cut down to achieve hemostasis. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous thoracic endovascular aortic repair is not contradicted in obese patients".¿